Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported on (B)(6) 2017, the patient was more active than they should have. Patient stopped feeling stimulation at 3.2v so they increased stimulation continuously to 4.2v. Patient states they were hurting at the ins on (B)(6) 2017. Patient took 2 pain pills for the pain. Patient has a follow up appointment on (B)(6) 2017 so the patient will follow up with their healthcare provider (hcp). Patient states they contacted the hcp office and is having an xray and a possible adjustment. It was recommended to the patient to discuss their symptoms with the doctor. Patient states they would like a belt like they had in the trial. It was reviewed that the belt does not work with the patient programmer (pp) and they do not need to have the pp attached to their body all the time, but the patient could keep it close in case they needed it.

Event description:
Additional information was received. Patient reported they changed programs at their physician's office and the stimulation output issue was reportedly resolved. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.